Event description:
The device was used on a code and when the code staff attempted to connect the electrodes to the therapy cable, one or more of the pins in the electrode connector were bent and would not make a connection. No further details are known about the reported incident and patient outcome is also unknown.